Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: BelgiumName: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4)

Event description:
it was reported that patient faced an infusion set tape not sticking due to warm weather and sweating on (b)(6)2026.